Manufacturer narrative:
The device is being evaluated. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the mps delivery set. The report states that while priming the circuit, a small flake of what looks like cardboard was seen floating in the disposable set. There were no patient complications resulting from the alleged issue.

Manufacturer narrative:
The device was received and evaluated. Visual inspection of the device confirmed the presence of particulate in the extension line. The particulate was identified as cardboard/corrugate material. The lot number of the device was not provided by the customer. A lot trace was however conducted based on the last 5 shipments to the customer and the DHR review of these 5 lots did not identify any manufacturing anomalies related to the reported complaint. Quest medical has implemented several controls to mitigate the risk of particulate matter in its devices, including maintenance of an iso class 8 manufacturing environment, employee gowning and uniform procedures, routine cleaning, batch to batch line clearance activities and manufacturing surface cleaning. The root cause of the particulate matter seen in the device is unknown. As a proactive measure, a quality alert was issued to quest's manufacturing operators to raise awareness of the reported complaint condition. Quest will continue to monitor complaint trends.